Manufacturer narrative:
Device investigation narrative - the subject device, a powermax elite mdu, part number 72200616 with serial number (B)(4), was not made available to the designated complaint unit for evaluation and thus a visual and functional evaluation could not be performed. This unit was released to distribution on or about december of 2014 and has been in service for approximately two years. The root cause of this event could not be determined with confidence but a factor which could have contributed to the event could be a jammed gearbox. No containment or corrective actions are recommended at this time. Should the device be returned, this investigation will be reopened. (B)(4).

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an acl procedure, the device stopped working. A competitor's device was used to complete the procedure. No patient injury or complications were reported.